Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient experienced bacterial peritonitis manifested by cloudy effluent. Four days after event onset, the patient was treated with cefazolin sodium (intraperitoneal,1.5 gram daily). At the time of this report, the peritonitis was resolving. Should additional relevant information become available, a supplemental report will be submitted.